Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 598 mg/dl. The customer treated with the pump. The wife stated that they changed the set. The customer was assisted with checking the bolus history. The customer stated that he had high readings at lunch and did not bolus for 5 hours. The customer was assisted with using the bolus wizard. The customer was advised that if the blood glucose does not go down, they need to contact their health care provider.